Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-31339.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2020-31339. It was reported the patient's anchors were buried deeper via surgical intervention on (B)(6) 2020 due to the patient experiencing pain/discomfort because their anchors were superficial.